Manufacturer narrative:
Per the additional information received on april 2, 2020, providing an additional concomitant product of ¿sterilmed ¿reprocess sdstr eco 8f-90 sms / r10439011¿ updated the ¿d11. Concomitant medical products and therapy dates¿ section. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent idiopathic left sided premature ventricular contraction (pvc) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported by the caller that during the mapping phase of the left sided ischemic vt procedure the patient developed a pericardial effusion. A pericardiocentesis was performed in which 290cc's was removed from the pericardial space. The patient was stable and transferred to the cardiac care unit (ccu) for observation. There is no information about the hospitalization. In the physician¿s opinion, the cause of the event was procedure and the location of the arrhythmia. This adverse event was discovered during use of biosense webster products. Transseptal was not performed and no ablation was performed, thus there was no evidence of steam pop. Dashboard and vector features were used for force visualization.

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent idiopathic left-sided premature ventricular contraction (pvc) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported by the caller that during the mapping phase of the left sided ischemic vt procedure the patient developed a pericardial effusion. A pericardiocentesis was performed in which 290cc's was removed from the pericardial space. The patient was stable and transferred to the cardiac care unit (ccu) for observation. There is no information about the hospitalization. The device was visually inspected and it was found in good conditions. The magnetic, temperature and force features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint cannot be confirmed. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).